Manufacturer narrative:
Follow-up #1: date of submission 02/05/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box did not reveal any evidence of a cs 78 alarm. The ez-prime steps were performed correctly and the pump was exercised for 24 hours with no rewind issues occurring during the investigation. There was no contamination found in the cartridge compartment. The pump was opened and there was no contamination or intermittent condition found on the motor flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a motor rewind issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.